Event description:
Pt was being supported on an impact 754 portable ventilator system and the end user reported that a "plateau volume" alarm was displayed (volume delivered was less than the set volume). The pt was manually ventilated for the remainder of the transport trip. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, we have submitted this as a serious injury event because back-up ventilation equipment was used and it was likely necessary to use this equipment in order to preclude permanent impairment or damage.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem was confirmed. There was evidence found during the repair that the device had been subjected to a physical shock (bent connector panel, tubing was found leaking from fitting, wires on the connector to the exhaust manifold loose, transducer and exhalation fittings damaged and mode switch knob out of alignment). All damaged parts were repaired or replaced and a certified performance test was completed. The unit was returned to the end user after it tested within specification.